Event description:
New information received notes the device will not be returning.

Manufacturer narrative:
Additional information: b5, g3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right atrial had inadequate capture. A x-ray revealed the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.